Event description:
It was reported that during a ptca procedure, the tip of the catheter separated while being advanced on the guide wire. Another catheter was used to complete the procedure. No pt injuries or complications occurred.